Event description:
Report received from (B)(6) states: the cutter was cutting intermittently. The aspiration was working and no pt impact was reported. They changed the cutter."

Manufacturer narrative:
The device has been requested yet not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.